Event description:
It was reported that the patient was leaning over drastically to the right side for about a week or so. It was stated that over the past two days, the patient was falling more often, was stiff and having difficulty moving. The patient tried to turn the left device on and was only getting the 9 volt battery light. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 7426 lot# serial# (B)(4), implanted: 2007 (B)(6), product type implantable neurostimulator product ID: 748240 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID: 3389-40 lot# j0230871v, implanted: 2002 (B)(6), product type lead product ID: 748240 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID: 3389-40 lot# j0230871v, implanted: 2002 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).